Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported the needles seem to be clogged. To aid in the investigation, eighty-seven samples in sealed packaging blisters were received for evaluation by our quality team. Fifty samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each of the fifty samples were then connected to a syringe with saline solution. All the samples expelled the solution with a normal flow. A device history record review was completed for provided material number 305106, lot 3179200. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received material: 305106 batch#: 3179200 it was reported by the customer that the needles seems to be clogged at the tip and no liquid comes out. At times it seems to be occluded and the liquid comes out at a 45 degree angle. Verbatim: rcc received a complaint via email. Email(s) attached. Medline reference #: (B)(4). Item: 305106 quantity affected: 12 bx serial/lot number: (B)(6) po #: (B)(4) are any samples available for return? Yes reported issue per customer: customer has discovered bad needles. The customer advised that the affected lot is 3179200. The needles seems to be clogged at the tip and no liquid comes out. At times it seems to be occluded and the liquid comes out at a 45 degree angle. Customer disposition request: replacement

Event description:
Material: 305106 batch#: 3179200. It was reported by the customer that the needles seems to be clogged at the tip and no liquid comes out. At times it seems to be occluded and the liquid comes out at a 45 degree angle. Are any samples available for return? Yes. Reported issue per customer: customer has discovered bad needles. The customer advised that the affected lot is 3179200. The needles seems to be clogged at the tip and no liquid comes out. At times it seems to be occluded and the liquid comes out at a 45 degree angle. No patient harm - before use.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.